Manufacturer narrative:
Additional concomitant medical products: 5076-45 lead, implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead. It was also reported there was high impedance on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.